Manufacturer narrative:
(B)(4).

Event description:
The case was a primary aaa in which heli-fx products were being used for securement and to resolve a type 1 endoleak. Although the case was aaa, taa heli-fx guide and applier were utilized due to the diameter of the neck and landing zone. It was the first heli-fx thoracic product use by this doctor. There was minimal calcium (clearly less than 2mm) and no thrombus observed within the landing zone. The first endoanchor was placed without issue. During the placement of the second endoanchor, first stage deployment was clearly visualized and the heli-fx applier apposition appeared to be fine. As a result, the doctor advanced to stage two deployment. During this stage, the endoanchor appeared to be fully deployed after the motor stopped and beeps were heard. However, the motor started up again in the reverse direction and the endoanchor was unscrewed. The endoanchor was observed to be floating inside the lumen of the suprarenal graft and a snare was used to retrieve it. Once this was complete (took more than 20 minutes), another endoanchor was attempted to be loaded in the applier. At that point, it was observed that the applier was no longer on and once the device was restarted, an error light appeared. A back-up heli-fx applier was opened and a second endoanchor mis-deployment occurred. The doctor indicated he had solid apposition w ith the vessel wall. The endoanchor was quickly retrieved with a snare and the procedure continued. An additional four endoanchors were successfully deployed with this heli-fx applier and the case was completed. At the conclusion of the case, the endoleak was significantly reduced. A small endoleak remained although it was not clear if it was type 1 or type 2. The doctor was pleased with outcome and believed the remaining leak would resolve itself.